Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with bleeding on lcd board, broken battery tube threads, reservoir tube lip, missing o-ring from reservoir tube, cracked belt clip slot and missing end cap sticker.

Event description:
It is reported that the customer is having button error on the insulin pump. Customer's blood glucose at that time was 82mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.